Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (239 mg/dl). Customer uses humalog and changes cartridge every 5 days.